Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the incision and drainage of the patient's right knee in (B)(6) 2010. In reporting a revision of patient's left knee, rep supplied an office note which reports "left knee replacement...in (B)(6) 2009 has been doing well but unfortunately he developed an acute prosthetic joint infection which I was able to treat effectively with incision and drainage in (B)(6) 2010...". Rep confirmed the right knee was a stryker knee, and reported that no further information is available.